Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient has expired, due to unknown reasons. The date of patients' death and implant duration are unknown. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Attempts were made to contact the surgeon by email for additional information and return of product for evaluation on 05/07/2009 and on 05/14/2009. The information was learned when the patient's family returned the permanent ID card issued for the implanted device. There was no indication the device was explanted, nor was the date and cause of death provided. At 08/04/2009, there has been no response from the surgeon. This was determined reportable per edwards lifesciences procedures.